Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During the evaluation, fse replaced the small syringe but there were no changes to the total area. Fse then replaced the rheodyne valve with plate (injection valve). Precision, calibration, and quality control (qc) were run with acceptable results. The g8 instrument was operational. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 1, introduction and applications, states the following: the 1.8 limitations of the procedure- total area- dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Interpretation of results- results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. Chapter 6 troubleshooting states: the 200 area low error- three successive results below the lower limit of the total area (50) occur. If the error message is present when sufficient volume of sample is set in the rack, the problem may be caused by an empty reagent (hemolysis & wash solution). Check the remaining volume of hemolysis & wash solution and start the assay again. The most probable cause of the reported event was due to failure or fault of the injection valve.

Event description:
A customer reported getting error 200 area low error with a total area (ta) of 200-300 (the optimum total area is 700 to 3000) with the g8 instrument. The customer flushed out the sample probe and reinstalled the needle. They did not have a new sample needle to replace it with and therefore technical support sent the customer a replacement needle to install. The customer did not find any leaks or kinks and the reagents were all full. The customer ran another 50 specimens without any errors. The instrument was sitting idle and when the last 10 specimens were run, the customer noted that the areas were lower in the 500-600 without any low total area flags. Technical support (ts) suggested that the customer run a smp reset, check the wells for proper drainage, and flush the i6 peek tubing. The customer ran quality control (qc) with acceptable results and total areas of 1200-1300. However, when the customer ran 2 whole blood samples, the total areas were still between 500-600. The customer received the replacement sample needle and after installation, the customer reported that the low total areas persisted on all samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. .

Manufacturer narrative:
(B)(4) per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the rheodyne valve was returned for evaluation on 01-jun-2018. Functional testing was performed on the part. The valve was able to alternate between high pressure and low pressure. The rheodyne valve performed as intended. The 200 area low error message could not be duplicated. Evaluation codes: results: 213 no failure detected. Conclusion code: 67 unable to confirm complaint. 71 no failure detected, device operated within specification. The most probable cause of the reported event could not be determined. The 200 area low error message could not be duplicated.